Event description:
It was reported the lead was explanted and replaced due to high threshold, lead fracture, and no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Partial lead in segments returned and analyzed.